Event description:
During installation of the pump system screws holding a support mast were too short to hold the mast securely in place. In addition, a metal cover plate had a sharp edge. The device was repaired by the field service representative. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.